Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level over 600 mg/dl. Customer stated that she was vomiting everything that she ate. Customer drank more fluids because she was not holding any food. Customer also had diabetic ketoacidosis. Customer was in the hospital for 5 days. Customer was taken off the pump and given insulin to regulate her blood glucose levels. Customer's pump settings were also adjusted. Customer was wearing the pump at the time of the hospitalization. Troubleshooting was performed and it was found that there were no air bubbles but spots that may be the tubing being discolored due to being bent or pinched. Customer was assisted with correcting settings. Customer had a no delivery alarm in the history, but was off the pump at the time. Customer will change her infusion set and consider a manual injection. Customer was advised to monitor the issue. No further assistance needed.